Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels (40 mg/dl). Reportedly, customer's basal settings are set too high. Customer ate food to stabilize their bg levels, and stated that they are working on adjusting their settings with their health care professional.